Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed to close. A field service engineer (fse) verified that the auxiliary half height legacy 3.1 was not detected on bus, and found retractor band cable was not connected to motherboard (moab). Also found six bumpers was missing from the drawer. So, the field service engineer repaired the retractor band cable and replaced the slide bumpers to resolve the issue, then tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had an error "failed to close" but already closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.